Event description:
It was reported that the subject device had no image or image interference. The issue occurred during procedure. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: output socket is worn out and corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: output socket is worn out and corroded. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.